Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that for over a year the patient had been having issues with the stimulation. Sometimes it sends shocks down all the way to their foot that were incredibly painful. They have turned the device off and they were still getting the shocks even with the machine off. They mentioned it to the doctor at their last appointment and the doctor said they didn't know about it when the therapy was off. Patient had not had any falls or accidents. The shocks will bring them to tears. It hurts so bad and they can't get the machine on quick enough. It took a minute to boot up. If it was off and getting the pain they have to turn it back on and go to a different program and it will stop. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient was in the process of moving in the next 60 days. Emailed the patient doctor listings. On (B)(6) 2025 the patient called again and noted that they had called last week because they were moving and need to get a doctor on their new address. Patient said that they have not receive the email sent with the physician listings. Agent confirmed the correct email address. Agent resent and email with physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.